Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the event occurred due to user error, improper handling as well as application of excessive force. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus the telescope "ir", 5.4 mm, 30° l - shape adapter is stuck, and the light guide connector part will not come off. There was no patient/user harm or injury reported due to the event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the device evaluation it was observed that the light guide connector was removed, and the l shaped adapter is fixed and will not come off. Additionally, it was observed that the outer tube had a dent. These findings were due to user handling. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer's contact information and facility registration number. The facility registration number is 9610773.